Event description:
During a thoroscopic wedge resection after the first firing the ez45g did not click like surgeon was accustomed to. The jaws did not open all the way. The new reload did not seat correctly and fell out into the patient. The reload was retrieved. Another ez45g was used to complete the case. The instrument will not be returned because the patient has hepatitis b and c. There was no consequence to the patient.